Event description:
It was reported that a few months after back fusion surgery the patient began to experience intense pain and dysfunction and ultimately required revision surgery.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review; results: because the device has not been returned the definite cause of the reported screw fracture cannot be determined conclusively. However, likely causes include fatigue breakage due to prolonged implantation with the patient's obesity creating excessive loads, contributing to the event. Evidence indicates that fusion was achieved which suggests the device was successful. Conclusion: the customer reported event of a xia 3 polyaxial screw main body fracture post-op was confirmed via review of the medical records, which states that 2 screws were discovered broken during an unrelated revision surgery. Review of the medical records and clinician summary performed by a consulting surgeon, confirm that the screw was implanted for 7 months prior to them being discovered broken. There was no mention of them causing harm to the patient. The patient was also confirmed to be obese, weighing (B)(6) at the time of implantation. The IFU clearly states that obesity is a contraindication that may reduce the chances of a successful outcome.

Event description:
It was reported that a few months after back fusion surgery the patient began to experience intense pain and dysfunction and ultimatley required revision surgery.